Event description:
It was reported that rotation speed was unstable during the procedure. A percutaneous coronary intervention was being performed on a 90 percent stenosed, moderately tortuous, and severely calcified lesion. During the procedure while inside the patient, the rotapro 2.00mm was set to 180,000 rpms. However, it was noticed that the rotapro rotation speed had become unstable ranging from 120,000 rpms to 230,000 rpms. The device was removed from the patient and replaced with another of the same to successfully complete the procedure. No patient complications resulted due to this event.